Event description:
The reflexion steerable electrophysiology catheter would not hold a curve. Consequently, it was removed and the doctor replaced it with a new catheter. The patient was not harmed as a result, and there has been no response from the manufacturer regarding this failure.